Event description:
A volume discrepancy was reported where the actual residual volume (arv) was less than the expected residual volume (erv). The erv was approximately 8cc but approximately 1cc was aspirated. The physician repeated an aspiration attempt to be sure that the pump was completely empty. The reporter stated this discrepancy has occurred the last 2 refills as well. The physician tested the pump by filling it with 20 ccs of medication and withdrew the medication to ensure all 20 ccs could be removed. It was reported that the patient had been exposed to high temperature environments; she had gone tanning a couple of times per week for about a month. It was also stated the patient had experienced hot flashes on and off for months; the patient believed this was due to fertility treatments. The pump was filled as normal and the logs were checked and noted to be "fine". The patient was admitted two days later ((B)(6) 2011) due to increased pain in the spine area. Three days later, a system content removal and catheter dye study were performed. The physician was able to aspirate less than 1 cc from the catheter access port (cap) and the reporter noted that the hcp had trouble in the past aspirating the patient's catheter. The dye study indicated that the catheter was patent and in the intrathecal space. A pump refill was performed. The erv was approximately 9 ccs and the arv was 8 ccs. The pump was refilled with pain medication (morphine, fentanyl and clonidine). It was decided that the pump will be replaced soon due to battery depletion.

Manufacturer narrative:
(B)(4).